Event description:
It was reported that this device was used to dilate another MFR's coronary stent in the ostial circ. Artery. The stent is reported to have been sticking into the ostium from the lad artery. The physician stated that he knew that the balloon of the device would burst. The physician continued and the balloon of the device burst. There has been no claim or injury related to the event. The device has been returned for analysis.